Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) and there was concern for potential thrombus. Patient found to be positive with influenza a with heart failure symptoms. Evaluation consisted of ramp echocardiogram (was reassuring), right heart catheterization (rhc) (was reassuring), and cardiac/graft computed tomography (was reassuring). The patient was placed on a heparin infusion and the patient's ldh decreased some.

Manufacturer narrative:
Section b5, e4, g3: additional information was received from medwatch form mw5094061. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Medwatch form mw5094061 was received with the following information: event description: patient seen in clinic on 2020 at which time his lactate dehydrogenase (ldh) was elevated at 585. Transthoracic echocardiogram (tte) performed at that time showed a relatively unloaded left ventricle. Urinalysis sent which resulted as normal. Patient admitted 2020 due to an elevated ldh of 756. Heparin drip initiated. Ram tee done, able to decompress lv with increase in vad speed. Right heart catheterization (rhc) performed, hemodynamics stable. Cardiac morphology CT performed which showed no evidence of a thrombus. Diagnosed with influenza a and treated. Ldh down to 569 on 2020 so patient was discharged to home. Seen in clinic on 2020. Ldh 569. Ramp tte showed there was no lv decompression with an increate in vad speed. Vad waveforms indicate spikes in flows and powers suspicious for thrombus. The patient declined admission in lieu of trying other treatment from the native american community. On 2020, ldh elevated to 930ul with occult blood noted in the urine. Patient admitted on 2020 due to hemolysis concerning for pump thrombus. Ldh 861 and plasma free hgb 80 (normal <40). The patient was taken to the operating room for pump exchange on 2020. Heartmate ii was removed and a heartmate 3 was implanted. The surgeon noted no active thrombus in the lv with mild pannus in lv which was resected. Surgery went well and the patient is currently recovering on our telemetry unit. Patient on plavix 75 mg qd due to lact of platelet response to aspirin. Py212 level was high on 2020 suggestive of no plavix effect.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 2¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed at its hardware and the graft attachment was returned attached to the outlet elbow. The sealed outflow graft bend relief was not returned; however, the bend relief collar was returned. Upon disassembly of (B)(6) , examination of the distal-side of the inlet stator revealed a small ring thrombus formation adhered around the inlet bearing cup. A larger, ring thrombus formation was found adhered around the inlet bearing ball. The two thrombus rings were similar in color near the interface area where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings appeared to have formed in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while (B)(6) was supporting the patient. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were present in the pump during operation, they could have caused increased resistance on the rotor, resulting in the elevations in pump power captured in the submitted log file. In addition, they could have potentially contributed to the report of elevated ldh. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced elevated lactate dehydrogenase (ldh) and elevated power with concern for pump thrombosis. The patient received a pump exchanged from on (B)(6) 2020.